Event description:
During placement of catheter following surgery, tunneler went under ribs instead of over, and the right ventricle was punctured. Damage repaired and patient stable. Customer reported that no malfunction of the device occurred.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. No sample was available for evaluation and investigation. Without the actual product or lot number, a complete analysis cannot be conducted. As no lot number was provided, the device history record and the lot history cannot be reviewed. The information received indicated that surgical technique caused the event. No malfunction of the device was identified by customer. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.